Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye and magnification noted a hole in the cassette sheeting near the pumping chambers. Functional testing including clear passage, and clamp function testing were performed with no issues noted. Leak testing noted a leak at the damage area of the cassette sheeting. The reported condition was verified. The cause of the condition was related to the welding process of manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During sample evaluation of a returned homechoice automated pd set with cassette it was observed that there was a hole in the cassette sheeting which resulted in a leak. The set had been returned for evaluation after the customer observed an issue during setup/preparation. There was no patient injury or medical intervention associated with this event. No additional information is available.